Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedance out of range. The lead was surgically abandoned and changed for a new lead. No adverse patient effects were reported.